Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indications for use, medical history, and concomitant medications were not reported. Since an unreported date, the patient had lost 30 pounds, which led to the pump freely moving in the pocket. The patient stated that it was annoying to them and caused tenderness at the pump site. As of (B)(6) 2015, the event of the pump freely moving in the pocket was ongoing. On (B)(6) 2015, the patient was diagnosed with a pump that was moving freely in the pump pocket and tenderness at the pump site. Additional information regarding pump identification, indications for pump use, pump drug details, medical history, concomitant medications, actions/interventions, onset date of pump movement, and resolution of the event has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The previously reported unknown pump was noted to have been a 97714 ins 97714 restore sensor MRI stimulation device (serial number (B)(4)), and is captured in manufacturer's report number 3004209178-2015-16447) the previously reported device code (B)(4) was removed as it no longer applies. The previously reported patient codes (B)(4) were removed as they no longer apply. The previously reported conclusion code was removed as it no longer applies.

Event description:
On (B)(6) 2015, additional information from a healthcare provider (hcp) reported that the patient was not an infusion patient, they were a stimulation patient (see manufacturer's report number 3004209178-2015-16447). There was no indication that the patient had an implantable pain pump as previously reported.